Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in order to change the device settings for the patient to undergo a computerized tomography (CT) and to revert them afterwards, the programmer froze when "[get initial]" of programmer was selected for the device used in vvi operation with atrial sensitivity being off. The programmer was restarted and the settings were manually reverted. No patient complications have been reported as a result of this event.